Manufacturer narrative:
Concomitant product: product ID 3889-33, lot # va0uu6y, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
It was reported by the patient that it "felt funny like it was stuck or something", and felt stimulation in the implant area after placing the antenna on it for pp (patient programmer) use over the phone. Patient noted it was subsiding over the phone. Event date was (B)(6) 2015. The patient inquired about ins (stimulator) battery longevity. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.